Event description:
This lead was implanted on (B)(6) 2012 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 states that this lead has high rate atrial sensing leading to some decreased longevity of the device. The physician was dr. (B)(6) at h(B)(6) hospital of (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).